Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning 17mar2016, ventricular sensing integrity counts were up to 1165. Non-sustained ventricular tachycardia episodes had evidence of lead noise oversensing. The right ventricular (rv) pace impedance trend was within range. Analysis of the device memory indicated a right ventricular lead integrity alert that occurred on 12mar2016 for a sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that during use the right ventricular (rv) lead had a possible fracture and was reprogrammed. The rv lead was later abandoned and replaced with a new lead. No patient complications have been reported as a result of this event.